Event description:
Following snaring of the polypoid lesion, deployment of the loop it self failed due to mechanical malfunction of the handle with bending of the steel shaft, allowing deployment of the loop and separation from its coaxial steel cable. This occurred despite numerous attempts at disengagement. The endoloop was left within the patient's colon.